Event description:
It was reported that during the implant attempt the helix on the right ventricular (rv) lead would not extend after twenty-five turns. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix was disengaged from the helical channel. The inner tubing was kinked/buckled. There was blood in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head).